Event description:
It was reported that exercise and activity trends were not displaying any data although the patient had been exercising. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. The reported diagnostic anomaly was verified in the laboratory. The device memory was reviewed and it was found to be consistent with a known issue that occurs when the exercise baseline calibration is interrupted by other events the device detects, including auto mode switch, for a long interval. The device software was restarted and the diagnostic calibration was performed. The device was found to have collected exercise information when it was interrogated.